Event description:
It was reported that when the driver was inserted into the shoulder joint, the anchor's eyelet disappeared but the anchor was still loaded. No more information available after several attempts.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. Evaluation of the returned device confirms that the peek eyelet is not present. As this component was not returned for evaluation it is unknown if the suture eyelet broke or if the eyelet came off the tip of the inserter intact. The threaded tip of the driver shaft met dimensional specifications. No damage was noted to either driver or swivelock screw. Nothing relevant in device history records. Possible causes for the complainants event are not inserting the implant co-axial to the bone tunnel or by prying/leveraging the driver while the implant is still loaded. Based on the information available a definitive cause is unknown. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.